Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implant stopped working. It was verified that their patient did not feel any stimulation. They just got out of the implant surgery a little over a week ago and could not drive all the way in the pain that they were in. They tried reading the booklet but they didn't understand. It was reported that the patient has multiple sclerosis. The reason they had the device implanted was because they suffered a nerve due to back surgeries. There was a report that the patient tried to use the implant the other night because the implant went off on them the other night and the pain was so bad. They went to charge the implant and got it to work. It worked for about half a day and went off/stopped working again in the middle of the night. There was a report that the patient saw the recharge implantable neurostimulator (ins) battery screen on the patient programmer. It was reviewed that the screen meant that the ins battery charge level was low and stimulation had stopped. While troubleshooting, the patient mentioned that "trying to get it to stay on was a problem." The antenna was reported to be all tangled and stated that the patient did not know how to use the external components. It was reviewed to recharge until about 50% and then turned the implant on. They were told to continue to charge until 100%. The patient called back and was still confusing coupling bars with the ins charge level. It was clarified that they lost stimulation on (B)(6) 2016 and again last night. The patient also reported overstimulation after turning the stimulation back on. They turned stimulation on and it was way too strong, so they turned it off again. There was a report that they'd set it up "pretty high" before because the battery had been getting low. It was reviewed that the stimulation would resume at the previous setting when it was turned back on and the process of turning stimulation down with the programmer before turning stimulation back on. There was a report that they couldn't remember how to use the implantable neurostimulator recharger (insr) but would charge the ins to full and turn the stimulation down as instructed. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.